Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose and were unsure of what to do. Customer does not recall any significant events leading to the error, but indicated that they recently received a new pump. Customer's blood glucose was 53 mg/dl at the time of incident but then went to 49 mg/dl. At the time of call, customer's blood glucose was 96 mg/dl. Troubleshooting found that the customer gave herself too much insulin which caused the low blood glucose. Customer declined further troubleshooting and indicated that she would call back if any further qustions. No further information was provided.